Manufacturer narrative:
This model is classified as import for export. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical colonoscope model ec38-i10l, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The loaner endoscope was received by pentax medical for evaluation on 24-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint but did document the following inspection findings: passed dry leak test, passed wet leak test, right/ left brake knob markings faded, up/ down brake knob/ lever markings faded, right/ left control knob markings faded, up/ down control knob/ lever markings faded, suction tube mild resistance. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 06-oct-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 16-oct-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 20-oct-2015. The endoscope was approved by final qc on 19-oct-2021 and returned to the loaner pool.